Event description:
It was reported that during a lap gastric band procedure, the devices leaked during the case. The pressure was going up and down. He finished the case with the devices with no patient consequences.

Manufacturer narrative:
Eval summary: the analysis results found that the b12lth was received with the inner seal assembly and duckbill deformed as the obturator was returned inserted through the sleeve. The seal set caused by sterilization with the obturator inserted through the seal generally increases the leak rate. Additionally, the lens was noted to be cracked and the universal seal cracked at the seam. As each device is visually inspected and functionally tested during the mfg process, no conclusion could be reached as to what might have caused the reported event. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.